Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturing rep called with patient's wife on the line, stating that since two weeks after the scs implant, the patient is having dizziness and vertigo. Caller states the patient has had three "bouts" with this, and the most recent one started saturday, with the patient being in bed since then. The patient is reported to have a history of 5 degenerate discs and is now taking an antihistamine. Customer service advised caller to contact the hcp for the scs and dbs. Additional information was received from rep indicating they instructed the patient to turn off their scs device and that they will meet with their implant physicians.